Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with a blank lcd screen. The lcd screen was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the blank screen was found to be due to the backlight not fully functioning.